Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled the cartridge with 300 units of insulin, and received an accurate fill estimate of over 60 units of insulin in the cartridge. The customer reported a blood glucose (bg) level of 245 mg/dl; however, was unsure if the elevated bg level was related to the reported event. To address the bg level, the customer delivered a correction bolus with the pump.